Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 16 april 2025, senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: [on (B)(6) 2025 - 8:07 am - pt - sg: 237 mg/dl - no bg taken] -11:07 am et. [On (B)(6) 2025 - 3:52 pm - pt - sg: 197 mg/dl - no bg taken] - 6:52 pm et. After dms review, we confirmed the following information at the time of the event: [on (B)(6) 2025 - 8:07 am - pt - sg: 237 mg/dl - no bg taken] -11:07 am et. [On (B)(6) 2025 - 3:52 pm - pt - sg: 197 mg/dl - no bg taken] - 6:52 pm et. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of events because the sg never went above the alert level. The user didn't seek medical treatment and resolved the event by taking insulin on their own.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a high glucose event.the user provided the below examples which were confirmed on data management system (dms). April 15, 2025, at 8:07 am where user's sg was237 mg/dl and no bg was taken at 11:07 am. April 15, 2025, at 3:52 pm where user's sg was197 mg/dl and no bg was taken at 6:52 pm. A review of the alert history revealed that the user did not receive a high glucose alert around the reported time as user's sg was below 70 mg/dl. The user did not seek medical treatment and resolved the event by taking insulin. The user's hcp was not aware of the event and was advised to follow up with the hcp for further medical guidance. In an associated case for the user's complaint about sensor inaccuracy, it was observed that the system was experiencing transient optical instability in the reference channels around reported time frame.the observed optical instability was most likely contributed to the sensor inaccuracy. Following the sensor re-link performed by the user on april 22nd, 2025, the system started displaying better agreement between the sensor readings and fingerstick measurements . A review of the sensor data from the two weeks following the event confirmed good agreement between sg and bg values, indicating that the system had stabilized and was performing within expected parameters. B4.date of this report 14 july 2025. G3.date received by the manufacturer? 14 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.